Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) was unable to retract the lifeband" was confirmed during functional testing. The archive data files showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the reported complaint date. The ua07 advisory messages was replicated during functional testing upon powering up the platform. Following the ua07 advisory message, the lifeband did not retract; thus, confirming the reported complaint. The root cause of the reported complaint and the ua07 advisory message was two defective load cells. The broken cover and defective load cells were likely attributed to mishandling such as a drop. Upon visual inspection of the returned autopulse platform, the front enclosure was observed damaged with a broken screw fitting, unrelated to the reported complaint. During further functional testing, load cell characterization test was performed and revealed both cell modules were defective, and they were replaced to remedy the fault. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer noted that the autopulse platform (s/n (B)(4)) was unable to retract the lifeband. The customer did not report any advisory messages. No patient involvement.